Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported that the product didn't work. Additional info has been requested.